Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that on an unspecified date in (B)(6) 2011 the patient inadvertently infused an entire cartridge of insulin. The patient was transported to the hospital. No further information was provided about this event. The technical support representative contacted the patient to obtain and verify information and to troubleshoot the pump; however, was unable to reach her by telephone. The patient allegedly suffered serious injury after an inadvertent infusion of insulin and was hospitalized while using the pump. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4):a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. Before priming, the pump displays the appropriate audio-visual warning. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.